Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer received the following results on his mobile system: 19.4 mmol/l at 2:35 p.m., 21.0 at 2:44 p.m., and 14.0 mmol/l at 2:48 p.m. The results did not correspond with the customer's symptoms, and he passed out just after the last reading was taken. He was found by his wife 1 hour later. An ambulance arrived and treated the customer with a "drip." He was taken to the emergency room, treated, and discharged 2 hours later. The alleged product was requested for evaluation.